Manufacturer narrative:
Cable was reseated to jumper connection.

Event description:
The customer reported the ventilator was alarming due to a pressure sensor failure. The customer reported the device was in use on a patient and there was no patient harm. As reported, failure of the pressure sensors may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The manufacturers field service engineer was able to duplicate the reported problem. Upon evaluation of the device, the service engineer reported finding the cable from the data acquisition pcb board unseated from the jumper connection. The service engineer reseated the connector on the jumper to correct the finding and address the reported problem. The service engineer also noted an overvoltage protection circuit fault during the service. The service engineer replaced the motor controller pcb board to address the finding. Applicable final testing was completed and passed to operating specifications.